Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product/lot combinations since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical der states that the patient was revised to address unknown loosening. Loosening occurred at an unknown interface. Cement manufacturer is unknown. The patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was having increasing pain. Upon revision the patient's tibial component was loose from the cement and there was severe osteolysis of the notch and posterior condyles, medial and lateral. The patella was checked and found to have minimal surface damage but was solid and therefore left.